Manufacturer narrative:
(B)(4). Title: four-year cardiac magnetic resonance (cmr) follow-up of patients treated with percutaneous pulmonary valve stent implantation citation: eur radiol (2015) 25:3606¿3613 authors: francesco secchi <(>&<)> elda chiara resta <(>&<)> paola maria cannaò <(>&<)> silvia tresoldi <(>&<)> gianfranco butera <(>&<)> mario carminati <(>&<)> francesco sardanelli. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a retrospective study was performed to evaluate follow-up data using cardiac magnetic resonance to predict stent fracture and re-stenosis in pulmonary bioprosthetic valves. The study population included 40 patients (predominantly male; mean age 21 +/- 8 years), all of which were implanted with a medtronic transcatheter pulmonary bioprosthetic valve (serial numbers not provided). One patient was implanted with a medtronic surgical bioprosthetic valve (serial numbers not provided). Across all patients 2 incidents of stent fracture occurred. These incidents were most likely due to suboptimal positioning between the stent and the patient's outflow tract. The valves were surgically replaced with conduit. Another adverse event was one incident of endocarditis with stenosis which was treated with implant of a second transcatheter pulmonary valve. It was noted that the endocarditis was most likely the cause of the stenosis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.